Manufacturer narrative:
(B)(4). Any additional information that is provided by the customer will be included in a follow-up report. (B)(4). At this time, carefusion has not received the suspect component for evaluation.

Event description:
The customer reported while checking the stored vela ventilator, the turbine was running at a maximum capacity. The suspect device was turned off and then powered back on again in which the following errors were displaying; vent inop, motor fault and transducer (xdcr) fault. The customer reported no patient involvement or allegation of patient harm.

Manufacturer narrative:
The vyaire medical failure analysis laboratory received the suspect component, a vela main printed circuit board assembly (pcba), and evaluated the device. An evaluation of the component duplicated the reported issue and isolated the issue to a transducer that failed calibration.